Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 300 mg/dl. Customer addressed impacted bg level with a manual correction injection. Reportedly, the cause of the elevated bg level was not confirmed; however, the customer stated it "could be caused by norvak medication". Additionally, it was reported that a malfunction alarm occurred. The customer's bg level was not impacted due to the malfunction issue. Customer confirmed that an alternate method of insulin delivery was available.